Event description:
It was reported that the patient had a loss of therapy. Patient reports not getting urinary relief, and it's making her sick/weak from having to constantly urinate. The patient does feel stimulation. Patient reports stimulation on her left butt cheek. She also reports that it hurts when she has a bowel movement, and that it hurts inside her vagina. It always hurt and she can't walk. Patient said issue had been there since implant. Patient has appointment with hcp(healthcare provider) on (B)(6). Her daughter had tried stimulation increase. Patient also reports having complications with infection/inflammatory issues, she had constipation, but patient got pills for it. Symptoms reported were urinary issue. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0urdz, implanted: (B)(6) 2015, product type: lead. (B)(4).